Event description:
It was reported that the device failed preventive maintenance and has a defective check syringe plunger sensor. There was no patient involvement. The product fault occurred during testing.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a check syringe plunger sensor error. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to a tear in the plunger cable. The plunger cable was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.